Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effects of mitral valve injury (tissue damage) and hypotension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported tissue damage cannot be determined as the account was unable to confirm when the leaflet damage occurred. The reported hypotension appears to be related to the procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the possible tissue damage and subsequent surgical procedure. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and grasping performed. Grasping was successful however it was hard to get a good reduction in mr. Once a good grasp was achieved, the mr was reduced. A couple of minutes passed and it was noted the mr increased again. The patients blood pressure began to decrease. This occurred several times during the procedure. The clip was able to be deployed however mr reduction was not sufficient. A second cds was advanced however, after grasping, the mr was not able to be reduced therefore the cds was removed without deploying the clip. The procedure was completed at this time. It is unknown if the leaflet was damaged during the multiple grasps with the first device. Post procedure the patient was put on a ventilator and remained hospitalized. The patient underwent mitral valve replacement and coronary artery bypass graft (CABG) procedures. The patient was stable and recovering well. No additional information was provided.